Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity and mild calcification. The 2.75 x 12 mm voyager nc balloon was advanced to the lesion and inflated; however, the balloon ruptured on the first inflation, at 10 atmospheres (atm). A new balloon was used to complete the procedure. It was noted that the voyager nc balloon was prepared inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions fro use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the preparation of the device in the anatomy does not appear to have contributed to the balloon rupture.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - incorrect prep.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.